Event description:
It was reported by a non-medical professional that the patient underwent a lumbar fusion l5-s1 for spondylolisthesis and radiculopathy. Approximately one year post-op, the patient reported hip pain. MRI, x-rays and CT scan were performed and indicated that one of the screws was broken. Thirteen months post-op, the patient underwent surgery to remove the broken screw. The left screw had been broken inside the vertebra, and the surgeon told the patient that he had to break the bone to remove it.

Manufacturer narrative:
Refer to medwatch number 1030489-2010-00088. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.